Manufacturer narrative:
The reported failure of the machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging that a trilogy evo o2 japan device stopped operating with a ventilator inoperative alarm while in patient use. The sales representative powered on the device and verified that the device would not operate and that the screen displayed red. The device was replaced. The family reported that the alarm occurred when the device was powered off during an outing. There was no allegation of harm or injury reported. The ventilator was returned to the manufacturer for evaluation, and the reported issue was confirmed. Evaluation duplicated an error indicating that the amount of fluctuation in the flow sensor deviated from the standard. Restoration work was performed using dedicated software, which resolved the issue. Additionally, the device's flow sensor was replaced as a preventive action. Final testing, battery check, valve check, run-in testing, and cleaning were performed, and the device was confirmed to operate properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.